Event description:
It has been reported to philips that the user was unable to fetch 3 migrated studies from vue. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation for this complaint.